Manufacturer narrative:
Pt weight: unk. PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. Event problem and evaluation codes: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -9.00 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op corrected visual acuity was 20/20.

Manufacturer narrative:
The patient's post-op (on (B)(6) 2016) uncorrected visual acuity was 20/20. The lens was returned dry in a lens case/vial with clear surgical residue/debris on product. A visual inspection was performed, observing the haptic to be broken. (B)(4).